Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it had been determined that the half height cubie drawers 4 1 and 4 2, along with all cubie pockets, had failed and had been not detected on the bus. A field service engineer (fse) had removed the back panel and found no lights on the drawer module controller. The fse had replaced the module controller and rebooted the device. The fse had logged into the hardware test application and updated the firmware on the module controller. Fse had been confirmed that the drawers and cubie pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 4.1 and 4.2 did not pop up. The customer attempted to recover the storage space, but the device was not detected on the bus and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.